Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_ptm_prog, product type programmer, patient .

Event description:
Information was received regarding an interstim patient. Consumer reported they turned their device off for a knee surgery and when they tried to turn it back on it would not turn on but said it needed a new battery for the remote. It was reported that they put new batteries in their remote but it still will not work. Patient symptoms were reportedly returning. No further information reported.